Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The customer informed the se that the liver was placed onto the device and then the device was moved after around an hour to another room. The se reviewed perfusion data and device batteries were confirmed to be discharging at this point. The device was not seen to begin charging again and the device showed an 80 alert (low battery) at 50 percent battery. It was further noted that the battery reached only 24 percent before shutting down. The se tested the device connections, mains inlet, battery, power base board, and power supply and no faults were found. The batteries were replaced. Subsequently, the device passed all testing.

Event description:
The device user (du) reported that at approximately 930 am, the metra switched off mid perfusion. The du did not recall an alarm and could not confirm whether the discharge was quick or slow. The device had been connected to a power source for around two hours before it turned off and was still connected to the same power source when it powered back on. The device displayed multiple error messages upon start up. The du had disconnected the liver and had cold flushed it. The device was then completely shut down and reprimed. Afterwards, the du continued with the perfusion with the battery charging.